Event description:
Reporter indicated that his handheld was freezing up and that "when he tried to do normal mode diagnostics the handheld kicked him into the magnet mode diagnostics only." Handheld was obtained by MFR for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.